Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user paired a new fsl3 sensor to the pump but the system did not generate glucose readings after pairing, and the user subsequently restarted the sensor to establish connection; the user entered a fingerstick blood glucose value of 298 mg/dl into the pump. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and no alerts or alarms reported. Investigation included guided troubleshooting and user education, including verification of pairing status and instruction to restart the sensor. Investigation of this case revealed that the sensor was not successfully paired initially and required a restart to begin communicating, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.